Manufacturer narrative:
The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Possible complications of the use of the orbera system include: discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain; either steady or cyclic.

Event description:
Reported as: a patient with the lap-band system was reported to have a complained of "many vomiting and severe abdominal pain. The physician observed that the device was hyper-inflated." The device was removed and another device was implanted.

Manufacturer narrative:
Supplement #1 - medwatch sent to the FDA on 20/nov/2018. Additional information: device evaluation summary: the device was returned to apollo, and a visual inspection was performed. The balloon shell was noted to be discolored, as it was blue in appearance. Brown and yellow particulate matter was noted on the outer surface of the balloon shell. A valve test was performed and the flow of fluid was continuous and unobstructed. An air leak test was performed, and leakage was noted from three openings on the anterior portion of the balloon. Under microscopic analysis, all three openings were noted to have striated edges, consistent with surgical damage from device removal activities. Material degradation was observed to be covering approximately 30% of the balloon shell, and approximately 80% of the center patch. Yellow particulate matter was noted on the inner surface of the valve channel.